Event description:
It was reported that a spectrum pump alarmed upstream occlusion during vasopressin therapy. This occurred in the surgical intensive care unit. The tubing was checked and no upstream occlusion was noted; the pump was restarted. The alarm repeated an hour and a half later. It was stated that the new racks did not allow 24 inches of separation between the bag and pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.